Event description:
It was reported that the right ventricular (rv) lead had increasing impedance and decreasing but stable thresholds. The patient wears a copd vest. A micro dislodgement was suspected, but an x-ray ruled out lead movement. The rv lead remains in use and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5568 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency room with palpitations. A remote transmission indicated a lead warning for the chronic high impedance. In addition, the electrophysiologist suspected exit block. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.